Manufacturer narrative:
(B)(4). Concomitant medical products: unknown - 12/14 cocr femoral head ¿ unknown. Unknown m/l taper with kinectiv stem. Unknown continuum trabecular metal shell. Unknown versafit acetabular shell dm cementless. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the production location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00427.

Event description:
It was reported that the patient underwent right hip revision approximately 6 years post implantation due to metallosis, pain, corrosion, adverse tissue reaction, and necrosis. Intraoperative findings included necrotic tissue around the joint capsule and corrosion in the femoral head and along the base of the trunnion. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The received additional information does not change the final conclusions of previous investigations. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Zimmer head cat#00801803602 lot#61695013. Zimmer stem cat#00771301000 lot#61657786. Zimmer cup cat#00875705401 lot#61533095. Zimmer liner cat#00875201136 lot#61527981.

Manufacturer narrative:
Reported event was confirmed by review of operative notes noting patient underwent a right hip revision due to trunnionosis and adverse local tissue reaction. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.